Event description:
It was reported that the patient presented remotely via merlin.net which revealed the pulse generator exhibited oversensing which led to mode switch. No patient symptoms or additional information was reported.